Event description:
It was reported that during a laparoscopic cholecystectomy procedure, when applying the metal clip on the cystic artery/duct the ends of the clip doesn't meet properly for a secure closure. In other way, one end is longer than the other after clipping. This causes the slippage of artery while applying. Unknown how case was completed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Device was not returned for evaluation. Multiple request for return of device have been made but no device has been returned.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). The analysis results found that devices (a and b) were returned in good visual condition and inside their original packages. In an attempt to replicate the reported incident, the devices were tested for functionality. Upon testing, each device was cycled, fed, retained and formed the remaining clips as intended. The devices were found to be fully functional and conforming to our manufacturing specifications. No conclusion could be reached as to what may have caused the reported incident. The batch records were reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # j91t64, expiration date: 6/2017, manufacturing date: 7/2012.